Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the alleged audio bolus button issue was duplicated. The pump powered on to the verify screen with the auditory and vibratory features. No tactile issue was found with the keypad buttons. The audio bolus button cover was torn and the button was unresponsive. Removal of the button cover found evidence of moisture contamination under the button contact.